Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that host pc was defective. There was no harm reported. A fse inspected onsite and replaced the ippc and hdd which returned the device to use in a good working condition. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was defective. Upon troubleshooting, the fse found that the issue on host pc hard drive slot. To resolve this issue, the fse replaced the host pc with old hard drive and installed a new license file. After the replacement of host pc and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.